Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer's mother reported that her son went to swim with his insulin pump on and presence of fluid was under the display. No further info was provided.